Event description:
It was reported that the insulin pump is not alarming due to no delivery of insulin. Customer stated that the cannula was caught on the adhesive and not delivering insulin. The insulin pump did not alarm. Customer's blood glucose level went high. The current blood glucose reading is 50 mg/dl. Customer ate candy. Customer unable to troubleshoot at work. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.